Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative. Investigation summary: visual inspection: the screwdriver shaft matrixmandible long self-hold (part # 03.503.072, lot # u279561, mfg # 05-oct-2018; 10-nov-2017; 05-jan-2018) was received at us cq with no signs of damage or wear. Functional test: a functional test was unable to be performed since the device was returned by itself. The complaint was not able to be replicated. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the distal shaft, measured 2.88 mm (caliper ca215p). This is within specification of 2.80 to 2.90 mm, based on drawing document/specification review: drawing(s) were reviewed; no issues. Conclusion: the complaint condition is not confirmed as the screwdriver shaft showed no signs of wear or damage and was within dimensional specification. There is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part # 03.503.072. Synthes lot # u279561. Supplier lot # u279561. Release to warehouse date: 05 oct 2018; 10 nov 2017; 05 jan 2018. Supplier: (B)(4). No ncr's were generated during production. Corrected data: corrected facility information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6) 2019. It was confirmed that the screwdriver shaft (03.503.072) and a screw were not able to be engaged completely. This resulted in difficulty removing the screw. It was confirmed that the screwdriver was vertically connected to the screw at the collateral center. The surgery was completed with a replacing screwdriver. No further information is available. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity 1), unk - handles: cmf (part # unknown, lot # unknown, quantity 1) . This report is for one (1) matrixmandible/thorax screwdriver blade self retaining-long. This is report 1 of 1 for (B)(4).